Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was reporting failure to close even though it was physically closed. A field service engineer found that the station with main full height drawer 6 displaying a failed to close error and was unable to recover. The back panel was opened, and the latch sensor indicator was not illuminated on the module board. Further inspection revealed that the magnet was missing from the latch insert. The latch inseparable was removed and replaced, after which the latch sensor indicator illuminated correctly. The customer was then able to recover the drawer and successfully complete inventory testing with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4a main drawer 6 remained in a failed-to-close state even though it was physically closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.